Event description:
The customer reported that the heart rate/ECG data was observed to be locked at a particular value for hrs. One full disclosure strip with 2 pvc's had no annotations of pvc. The spo2 and non-invasive blood pressure was not monitored during this time. The serial number of the ats involved is (B)(4), software version 6.7. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.

Manufacturer narrative:
MFR date unk.